Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure was completed and the closure device was successfully implanted in the laa of the patient. There were no complications that occurred and transthoracic echocardiogram showed no pericardial effusions. The patient was discharged from the hospital on aspirin and clopidogrel. One day post procedure the patient presented to the hospital with chest discomfort. The patient received an echo and the imaging showed that there was a large pericardial effusion. The physician performed a pericardiocentesis and removed 425cc of blood. The drain was left in place and the patient was brought to the intensive care unit. The patient was hemodynamically stable throughout all these events. The patient has since recovered and is doing well. It was further reported that on (B)(6) 2019, the pericardial effusion event was considered resolved and the patient was discharged home that day. On (B)(6) 2019 71 days post procedure, the patient presented with complaints of not being able to catch their breath. Echo was performed which revealed trivial pericardial effusion. The patient was hospitalized on the same day for further evaluation. The patients crp was quite elevated consistent with a pericarditis. Colchicine was given after which the chest pain was markedly improved. On (B)(6) 2019, the event was considered resolved and the patient was subsequently discharged home with instructions to follow up with cardiologist as an outpatient.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure was completed and the closure device was successfully implanted in the laa of the patient. There were no complications that occurred and transthoracic echocardiogram showed no pericardial effusions. The patient was discharged from the hospital on aspirin and clopidogrel. One day post procedure the patient presented to the hospital with chest discomfort. The patient received an echo and the imaging showed that there was a large pericardial effusion. The physician performed a pericardiocentesis and removed 425cc of blood. The drain was left in place and the patient was brought to the intensive care unit. The patient was hemodynamically stable throughout all these events. The patient has since recovered and is doing well. It was further reported that on (B)(6)2019 , the pericardial effusion event was considered resolved and the patient was discharged home that day. On (B)(6)2019 71 days post procedure, the patient presented with complaints of not being able to catch their breath. Echo was performed which revealed trivial pericardial effusion. The patient was hospitalized on the same day for further evaluation. The patients crp was quite elevated consistent with a pericarditis. Colchicine was given after which the chest pain was markedly improved. On (B)(6)2019 , the event was considered resolved and the patient was subsequently discharged home with instructions to follow up with cardiologist as an outpatient. It was further reported that on (B)(6)2019 lab tests were performed which showed elevated troponin 0.24. On the same day, computerized tomography scan was performed which revealed moderate pericardial effusion with the possibility of hemopericardium. The elevated troponin levels were down trending and EKG finding had no acute changes suggestive of acute coronary syndrome. Transthoracic echocardiogram performed did not reveal any pericardial effusion. Aspirin and plavix were stopped due to the risk of hemopericardium. On (B)(6)2019 , chest x-ray revealed, mild enlargement of the cardiac silhouette which correlates with pericardial effusion. Echo revealed a moderate circumferential pericardial effusion. The diastolic compression of the right atrium and right ventricle are suggestive of early cardiac tamponade. On (B)(6)2019 , the lowest value of hemoglobin was noted as 10g/dl. The patient was given IV fluids. On (B)(6)2019 , chest x-ray was performed which revealed pericarditis. Lab tests were performed which showed increase in troponin 0.12. Other lab tests showed that the patients hemoglobin was 12.1g/dl and the hematocrit was at 35.4%.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure was completed and the closure device was successfully implanted in the laa of the patient. There were no complications that occurred and transthoracic echocardiogram showed no pericardial effusions. The patient was discharged from the hospital on aspirin and clopidogrel. One day post procedure the patient presented to the hospital with chest discomfort. The patient received an echo and the imaging showed that there was a large pericardial effusion. The physician performed a pericardiocentesis and removed 425cc of blood. The drain was left in place and the patient was brought to the intensive care unit. The patient was hemodynamically stable throughout all these events. The patient has since recovered and is doing well.